Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate atp therapy was found in response to ventricular tachycardia, which may have been identified as such due to noise observed on the discrimination channel. The device was reprogrammed and the patient will continue to be monitored. There were no further consequences to the patient.